Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to the recall/advisory notification on this model/device. No adverse patient symptoms were reported.